Event description:
Two days after treatment with bovine collagen, the pt noted pustules at the injection site and then swelling of the lips where treatment had been done. The pt was treated with oral steroids.